Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel, service code 204, and damaged belt) has been confirmed. Upon investigation the t2 therapy electrode was missing. The root cause for the missing therapy electrode was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and displaying a service code 204 and add gel messages.